Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel were extensively calcified with extensive plaque present and the aneurysm measured 9 cm in diameter. The pt has a history of extensive peripheral vascular diseases and poor health. The pt was not a good surgical candidate. The femoral arteries were cleaned prior to insertion and deployment of the stent graft. After the stent grafts were implanted there was a small endoleak present in the proximal portion of the aorta and this was felt to be due to the tortuosity and calcification. An endarterectomy of both the profunda and superficial femoral arteries were performed on the left side after which the pt was taken to the recovery room in stable condition. Approx one month later and during the pt's hospitalization the proximal type 1 endoleak was repaired with 2 stents and an angiogram demonstrated no evidence of a type 1 endoleak. The pt tolerated the procedure well and was discharged. It was reported that the pt did not return for follow-up and presented with a ruptured aneurysm 4 weeks ago. Surgical conversion was attempted however, the pt subsequently expired.